Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "in a (B)(6) patient, the subclavian vein was punctured under anaesthesia with aspiration. The distal needle area had been slightly pre-bent by the operator without stressing the cone. Air could be aspirated in the syringe, but the subclavian vein was nevertheless reached at a comparatively great depth by standing at the skin level. There was uncertainty about a pleural puncture that had taken place, but this did not show up in the pleural sonography. After the guide wire had been advanced, a large part of the cone became detached when the cannula was attempted to be withdrawn. The cone remnant prevented the steel cannula from reaching below the skin level. The steel cannula could be completely removed with the needle holder, so that no patient harm can be assumed."

Event description:
It was reported that "in a 54-year-old patient, the subclavian vein was punctured under anaesthesia with aspiration. The distal needle area had been slightly pre-bent by the operator without stressing the cone. Air could be aspirated in the syringe, but the subclavian vein was nevertheless reached at a comparatively great depth by standing at the skin level. There was uncertainty about a pleural puncture that had taken place, but this did not show up in the pleural sonography. After the guide wire had been advanced, a large part of the cone became detached when the cannula was attempted to be withdrawn. The cone remnant prevented the steel cannula from reaching below the skin level. The steel cannula could be completely removed with the needle holder, so that no patient harm can be assumed."

Manufacturer narrative:
Qn# (B)(4). The customer provided three images showing the product label/lidstock and the introducer needle. Visual analysis revealed that the needle hub had separated. A portion of the hub was still molded to the needle cannula. The customer also returned one introducer needle. Signs of use in the form of biological material was observed. Visual analysis revealed that the needle hub was separated. A portion of the needle hub was still molded to the needle cannula. Microscopic examination confirmed the damage. Functional inspection could not be performed for this complaint investigation due to the damage of the returned sample. R & d and manufacturing were consulted. They indicated that this issue is design related. A device history record review was performed, and no relevant findings were identified. Based on the customer report, the sample received, and the comments from r & d , it was determined that design caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.